Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported the product was not sealed properly. To aid in the investigation, one sample in a packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the packaging blister top web is short by 3/16". With this missing material, the packaging blister bottom web was incomplete, leaving one side of the packaging blister open. No other defects or imperfections were observed. This defect could occur if the top web became misaligned. A device history record review was completed for provided material number 302830, lot 4059787. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material # 302830, batch # 4059787. It was reported by customer that product not sealed properly. Was discovered open on one side. Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Customer (hospital) name: (B)(6). Customer address: (B)(6). Contact name: (B)(6). Phone: (B)(6). E-mail: (B)(6). Correspondence language: english. Cat# of product being complained: bd302830. Description of product: syringe only luer-lok 20cc tip st 48ea/bx 4bx/ca. Lot or s/n: (B)(6). Complaint category: sterility compromised / seal integrity. Reportable: no. Incident date: 01 may 2024. Hospital complaint reference #: details of complaint (reported issue): please see customer comment "product not sealed properly. Was discovered open on one side" samples available in or back room complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? No. Qty affected: (B)(4) ea. Samples available? Yes. Is customer requesting an rga?: no. Return qty: qty samples: (B)(4) ea.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material # 302830 batch # 4059787 it was reported by customer that product not sealed properly. Was discovered open on one side verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4) customer (hospital) name: (B)(6). Customer address: (B)(6).correspondence language: english cat# of product being complained: bd302830 description of product: syringe only luer-lok 20cc tip st 48ea/bx 4bx/ca lot or s/n: (B)(6). Complaint category: sterility compromised / seal integrity reportable: no incident date: (B)(6) 2024 hospital complaint reference #: details of complaint (reported issue): please see customer comment "product not sealed properly. Was discovered open on one side" samples available in or back room complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? No qty affected: 4 ea samples available? Yes is customer requesting an rga?: no return qty: qty samples: 4 ea